Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned. The test strips were requested to be returned but have not been received. Evaluation was unable to confirm the alleged issue. The returned meter and retain test strips all passed testing with no faults found on (B)(6) 2011, respectively. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining alleged readings of "163, 160, and 200 mg/dl" with the subject meter that began approximately last week prior to contacting lfs. The patient claimed she manages her diabetes with combinations of oral medication (metformin) and insulin (levemir). At the time alleged issue began, the patient denied taking any action regarding her diabetes regimen. The patient reported she became sweaty 2 hours after the alleged issue began. In response to her symptom, the patient indicated she self-treated with food and/or drink. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly. The patient did not have the control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.